Manufacturer narrative:
Correction: actual returned part information provided.the system was sent to out to the vendor for evaluation and repair. The vendor verified the issue, found the the fiber port was off center and loose. The system was repaired to proper tolerance and returned to the site for installation.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Operator of device is a medical equipment company technician/representative, specially trained to use the laser induced thermal therapy system. (B)(4) 2015, a medtronic representative, following-up with the surgeon, reported the surgeon believes the issue could have been caused by large amount of local bleeding which was caused by a pre-ablation biopsy. (B)(4) 2015, a medtronic representative, following-up at the site, reported non-medtronic varioguide navigation was used for the procedure. Review of patient logs found ablation looked good. (B)(4) 2015, a medtronic representative, reported the surgeon stated that the patient will not be coming back for another ablation and the patient is fine. (B)(4) 2015, a biotex representative reported that the 30 watt laser fiber was damaged by the user when someone tripped over the fiber, loosening the port and may have damaged the laser generator. (B)(4) 2015, a biotex representative reported the 30w generator passed functional testing and is being returned to the site.

Event description:
A medtronic visualise representative reported that, after three successful ablations in an occipital glioblastoma (gbm) procedure, however, on the fourth attempt to ablate there was no color change seen on the t-map as was expected. This was a diffuse tumor, the surgeon placed bilateral cooling catheter systems (ccs) and planned to do two ablations on each side. One side completed and first ablation completed contralaterally. Scanner continued to run during last laser diffusing fiber (ldf) pullback and laser control in the software responded normally when turned on. In trouble-shooting, confirmed that even though no color change was seen on the tmap, the laser generator was beeping and blinking (indicating that it was emitting). Turned off emission and checked for red aiming light and it was not visible. Changed ldf, changed out 30w generator for a 15w generator and aiming light became visible in ldf, however, attempt to ablate was unsuccessful; fourth ablation was abandoned. Patient did not receive full amount of treatment anticipated.